Event description:
It was reported that the customer had issues with the quick sets kinking. Customer stated that her infusion sets have resulted in numerous no delivery alarms and kinked cannulas. Customer was losing insulin when doing set changes and insulin starts leaking even before priming. Customer admitted to using insulin from the pen. Kinking issues have resulted in high blood glucose levels in the 500 mg/dl range. Customer finds it hard to press both buttons with equal pressure on the serter. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.